Event description:
Customer reported the sensor pad is not sending signals to the alarm. Customer did not provide the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. Manufacturer reference file #(B)(4).